Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # 51-107150, stem, lot # unk, item # 12-115120, head, lot # unk, item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05619, 0001825034 - 2018 - 05620, 0001825034 - 2018 - 05622.

Event description:
It was reported that approximately 3 days post implantation, the patient developed a pulmonary embolism and dvt. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 51-109080, tloc 133 mp sp t1 pps ho 8x101, lot # unk, item # 650-1057, cer bioloxd option hd 36mm, lot # unk, item # 650-1065, cer option type 1 tpr sleve -3, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09532.